Event description:
The customer states that a patient sample tested (B)(6) when processed using the architect anti-hbc assay. The sample was repeated using alternate methodology (axsym core) yielding a (B)(6) result. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 8l44 architect anti-hbc that has a similar product distributed in the us, list number 6l22 architect core assay. An investigation is in process. A follow-up report will be submitted when the investigation is complete.